Manufacturer narrative:
The driver's alarm history was reviewed and revealed no new alarms. Only permanent alarms are recorded in the driver's alarm history, intermittent and/or recoverable alarms are not recorded. The driver in "as received" condition passed all test requirements. Additionally, a hypertension test was performed in an attempt to reproduce the customer-reported issue. During the hypertension test, the driver, per its design, annunciated a low cardiac output alarm when the systolic pressure reached 229 mmhg. The conditions of the hypertension test reproduced the customer-reported experience, but no evidence of a device malfunction was observed as the freedom driver is designed to alarm intermittently when the cardiac output is below 3.5 l/min. The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the reported issue was observed while the freedom driver was supporting a patient, it did not prevent the device from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer reported that the alarm was due to the patient's high blood pressure. There was no reported adverse patient impact. The customer also reported that the patient was switched to a back up freedom driver.